Event description:
On (B)(6) 2021, information was received from a healthcare provider (hcp) regarding an implantable neurostimulator (ins). The reason for call was to get MRI information. The caller reported that the patient claimed the implanted device is dead and it won't hold a charge. The patient also indicated that it takes 1.5-2 hours to charge it to 40%. The patient also told the caller that the reason for the MRI is to evaluate the device and potentially remove or replace the device. Troubleshooting was not required. The issue was not resolved through troubleshooting. Technical services tss reviewed MRI information. On (B)(6) 2022, additional information was received from the patient reporting that they didn¿t know why their implant will not charge. It was reported that that the patient had the ins removed and replaced with another manufacturer¿s device. The replacement was done 3 days ago and so far the results are favorable (date on letter received appears to have been written on (B)(6) 2022).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.